Event description:
The customer reported to olympus, the olympus colonovideoscope had no light from the light guide lens and the image was foggy and darker. The customer thought there was possible water invasion and the cap may have been left off when placed in the reprocessor. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the objective lens had foreign material. There was no report of patient injury or medical intervention associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to foreign material on the objective lens. In addition to the reportable finding documented in b5, the additional device evaluation findings are as follows: the distal end plastic cover had a crack and the insulation did not meet standard, the adhesive on the bending section cover was cracked at the plastic distal end cover and the insertion tube, the light guide lens had a crack, button 1 has a cut/hole and leaked, the scope connector had corrosion, the angulation of the control knob in the right/left/up/down directions was out of standard, and the objective lens had chips at the edges and minor scratches. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that could not be conducted properly due to leakage from switch button one (sw1). A further cause of the leakage could not be presumed. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). It is recommended that the user facility contact olympus for repair when an abnormality of the device such as leakage/damage is detected ¿ the user facility is furthermore encouraged to contact olympus should they have questions or uncertain steps, so that observation/training may be provided. Olympus will continue to monitor field performance for this device.